Manufacturer narrative:
The vessel sealer extend instrument was received and failure analysis. Visual inspection displayed no signs of physical damage. The instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication is not excessive and is considered an expected condition. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional findings not related to customer reported complaint: the instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The grips opened and closed properly during manual articulation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a large amount of white residue was noted near the head of the vessel sealer instrument. Some of it was coming off inside of the patient. Nothing was retrieved from the patient, there was only a small amount that was observed to come off of the instrument and drop into the patient, and the size and color of it would have made retrieval difficult, if not impossible.